Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06135 & 06136).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to bending overload.

Event description:
It was reported that patient underwent a hip mold procedure on (B)(6) 2014. During the procedure, the slap hammer fractured leaving the thread in the handle portion. The procedure was completed with a competitor slap hammer. There was an hour delay in the procedure. Additionally, there were no foreign bodies retained by the patient.